Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation on (B)(6) 2004 due to stress urinary incontinence with concurrent laparoscopic vaginal hysterectomy with right salpingo-oophorectomy and laparoscopic adhesiolysis. The patient underwent surgery on (B)(6) 2010 to excise eroded portion of mesh and cystourethroscopy due to erosion and formation of hole in vaginal wall. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.